Event description:
It was reported that the lead exhibited poor signals and kept dislodging. The lead was removed.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of poor sensing and lead dislodgement could not be confirmed in the lab. The lead was tested and exhibited normal characteristics.